Event description:
Caller reported a malfunction on the pump, specifically malfunction code 12. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump with updated software and provided instructions for returning the problematic pump. Additionally, comprehensive training resources were made available to the customer in their tandem source account.